Event description:
This forcep malfunctioned during operation (one side of stainless steel tip broke). Broken portion was retrieved from the eye.

Manufacturer narrative:
Evaluation of returned device revealed one jaw of stainless steel forceps tips at low end of thickness tolerance at point of fracture. Opposite jaw was at high end of thickness tolerance. However, because stainless steel at this thickness is flexible, it is believed that the difference in thickness between the two jaws in itself would not have resulted in breakage. It is believed that the thinner jaw must have been stressed at some point during the manufacturing process or during procedure set up resulting in breakage during use. It cannot be determined for certain at which point the stainless steel jaw became stressed. This event is viewed to be an isolated incidence as this is the first report of fracture.